Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was experiencing pain from using the orthopak assembly. The patient received the unit for his right femur. The patient stated that after two days of using the unit, he experienced pain. The patient ranked the pain as a 10 on a scale of 1 to 10, with 10 being the highest. The patient did advise his doctor and was told to stop using the unit. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2019. Medical product: 13 mm x 125 degree long gamma nail . Therapy date: (B)(6) 2019. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The device has not been returned.

Event description:
It was reported that the patient was experiencing pain from using the orthopak assembly. The patient received the unit for his right femur. The patient stated that after two days of using the unit, he experienced pain. The patient ranked the pain as a 10 on a scale of 1 to 10, with 10 being the highest. The patient did advise his doctor and was told to stop using the unit. No additional patient consequences have been reported.